Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had rejected battery. Customer¿s blood glucose was unknown at the time of incident. Customer reported that insulin pump had deep scratches and unexplained no delivery alarms. Customer reported that insulin squirts out during priming and louder grinding noise during rewind. Customer also reported that reservoir was not stay in place and buttons are more responsive. The insulin pump will not be returned for analysis.